Event description:
It was reported that the paramedics came home to take the customer to the hospital due to hypoglycemia. The blood glucose reading was 44mg/dl. The customer was treated with glucagon shot and an insulin drip. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming and the customer had changed the infusion set. It was stated that the customer is pregnant. During the call, the customer mentioned that the insulin pump alarmed motor error, and the dome label has also fallen off. Performed the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device received with motor error alarms due to corroded motor home switch. The unit had cracked case all corners of the display window, cracked reservoir tube lip, cracked battery tube threads, scratched on display window, and missing end cap sticker.